Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The customer has declined service, thus no findings possible at this time. No parts have been replaced, and no medtronic representative has traveled to the site for troubleshooting.

Event description:
A site representative reported that while attempting the rad and fluoro gain calibrations, the imaging system was not docking properly. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
The x-stage cover was returned to the manufacturer for analysis. The reported event was able to be duplicated. Failed visual inspection. Physically damaged cover. Dents and scratches around docking holes. The hardware investigation found that reported event was related to physical damage, cover was dented, nicked, scratched, bent.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the x-stage cover was replaced on the imaging system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.